Manufacturer narrative:
The complainant reported [?]patient had bilateral breast reduction with dr. (B)(6) on (B)(6)2023, and was dressed with liquiband secure. At follow up appointment on (B)(6) 2023, patient had epidermolysis on the skin under the liquiband tape. The area kept spreading, and required a wound vac application and changes through (B)(6) 2024.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of wound vac application to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient had bilateral breast reduction with dr. (B)(6) on (B)(6) 2023, and was dressed with liquiband secure. At follow up appointment on (B)(6) 2023, patient had epidermolysis on the skin under the liquiband tape. The area kept spreading, and required a wound vac application and changes through (B)(6) 2024.